Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0422, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in 2008. Consumer reported that after seven years with essure that including periods so severe it was skin to hemorrhaging with huge clots, pelvic pain, migraines, anemia, vitamin d deficiency, joint pain, insomnia and more she had a hysterectomy leaving only the ovaries in (B)(6) 2015. Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(6). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. This event is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer after 7 years experiencing pelvic pain and other non-serious events, underwent hysterectomy. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.